Event description:
It was reported that it was discovered from x-rays that one of the inferior screws was broken and backed out approximately 10 months post op. No pt complications were reported.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Post op x-rays evaluated by the product development engineer. Evaluation shows that it appears to be substantial subsidence of the interbody graft. Eventually, plate construct took entire load and one of the inferior screws failed. The cause of the event is inconclusive.